Event description:
During a fluoroscopically guided percutaneous decompression procedure, the physician inadvertently misused the product by crossing the visual epidural line with the bone rongeur. Spinal fluid was observed in the access port indicating a dural tear had occurred during use of the bone rongeur. The dural tear was confirmed with an x-ray and was immediately adequately repaired with two blood patches. The repair was uneventful. The physician continued the procedure to treat another level successfully. Pt had no event related complaints after the procedure and was doing well with no sequelae.